Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: 375cc mentor smooth round moderate profile (catalog #:3501660 , serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a 375 cc mentor smooth round moderate profile and experienced postoperative right-sided deflation. The patient reported that she was involved in an automobile accident in (B)(6) 2019 and had a chiropractic appointment in the week of (B)(6) 2019. After the appointment, she noticed deflated right-sided breast while taking a shower. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/23/19, after a clinical review of the patient's symptoms, patient code anisomastia was removed, and chest injury was conservatively added based on the patient¿s reported symptoms. Event day was updated to(B)(6) 2019, and patient age at the time of event was updated to 46 since the patient's chest injury was due to the automobile accident happened in (B)(6), 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding date of explantation and the replacement devices. The patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate plus profile (catalog #: 350-2375 , serial # for left : (B)(4), serial # for right: (B)(4)) on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/25/19, the suspected medical device was returned for evaluation. On 12/27/19, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the sample, a tear was observed in the anterior view, measuring approximately 3.0 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer reference number: (B)(4).